Manufacturer narrative:
Evaluation summary: the device is of old design. The gold plating process was revised to prevent recurrence.

Event description:
The gold plate on the device "peeled off" and fell into the pt's surgical incision. There was no adverse consequence to the pt due to this event or delay in surgical or anesthesia time.